Manufacturer narrative:
The complaint of a burst in the tubing was confirmed and appears to be use related. The product returned for evaluation was a 4.2fr broviac catheter. Blood residue and discoloration were seen throughout the sample. The overall length of the catheter was 14.7". A 0.1" long c-shaped longitudinal split was seen in the exposed 4.2fr tubing. Microscopic examination (10-80x) was conducted on the edges of the c-shaped split. The edges of the c-shaped split were finely granular and contained a dull veneer. When the catheter was flushed with water, a spraying leak was observed emanating from the split in the tubing. The catheter was occluded distal of the split site. Tactile evaluation revealed slight tensile weakness at the split site. The characteristics observed on the c-shaped split are indicative of a burst due to over-pressurization. Over-pressurization can occur if the catheter is flushed with a syringe smaller than the recommended size or if the catheter is flushed against an occlusion. The IFU states, "infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10ml!" The IFU also contains detailed instructions on flushing the catheter and applying a heparin lock. These maintenance procedures should minimize the likelihood of the catheter becoming occluded. Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the manufacturing process. A lot history review (lhr) of huui2124 showed no other similar product complaint(s) from this lot number.

Event description:
Investigation of returned catheter revealed a burst in catheter at the junction of the intermediate tubing and the cath oversleeve.